Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional and microscopic inspection found that the balloon had a pinhole approximately 15 mm from the device tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole approximately 15 mm from the device tip. The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.